Manufacturer narrative:
Insulin pump received with cracked display window corners noted. The test reservoir p-cap was able to lock in place. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec. No charge/battery anomaly were noted. Unit passed basic occlusion test. Unit failed prime, compromised forced sensor system test at 3.0 lbs due to faulty fsr(gold). Unable to verify no delivery, occlusion alarm or perform excessive no delivery test and occlusion test due to prime anomaly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump battery life was diminished and crack on it. Insulin pump had no delivery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.